Event description:
Mayfield triad skull clamp slippage-pt injury. The reporter stated, pt was undergoing neurosurgery and sustained a skin tear from the pins of the mayfield skull clamp, which had slipped while the surgery was being performed. The skin tear was 3 cm long and was located in the left parietal. The injury required stapling. The pt was in the prone position with the lock and two pins on the left, one pin on the right. Mayfield integra ref#: (B)(4) disposable pins were used. The device was returned to the manufacturer for analysis. Their investigation concluded the following: the device operated normally during functional testing." "The (B)(4) torque knob tested "good" under pressure and the ratchet extension arm has no visable cracks. The lock had a little rotational movement and the large starburst teeth were worn, but still functional. This case was reported as an MDR to FDA by integra-ls on (B)(4), 2009 (received complaint from manuf. (B)(4), 2009. Integra reference number (s) cn# 2009-(B)(4) MDR# 3004608878-2009-00008. On (B)(4), 2009 integra-ls sent a follow-up MDR to the FDA. On (B)(4), 2009, the reporter submitted the event to FDA via voluntary medwatch ref# (B)(4). Integra received copy of medwatch report# (B)(4) on (B)(4), 2009.

Manufacturer narrative:
This case was reported as an MDR to FDA by integra-ls on (B)(6), 2009 (received complaint from manuf. (B)(4), 2009). Integra-ls reference number (s) cn#2009-(B)(4) MDR# 3004608878-2009-00008. On (B)(6), 2009 integra-ls sent a follow-up MDR to the FDA. On (B)(6), 2009 the reporter submitted the event to FDA via voluntary medwatch ref# (B)(4). Integra received copy of medwatch report# (B)(4) on (B)(4), 2009. After a complete investigation, integra-ls considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.